Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer fell and the touchscreen became shattered and was not functional. The customer's blood glucose level was 94 mg/dl. The customer reported that manual injections would be used for insulin therapy.